Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. (B)(4). Examination of returned device found no evidence of product non-conformance. During the evaluation, the femoral head showed evidence of wear. The taper adapter and femoral stem showed evidence of residue and material loss. However, a conclusive root cause of the event could not be determined. There are warnings in the package inserts that these types of events can occur. Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for the same patient (reference 3002806535-2015-04146 and 3002806535-2016-00267 / 00268).

Event description:
Patient was revised approximately four years post-implantation due to pain and loosening of the femoral stem. During the procedure, corrosion was noted on the stem. The femoral stem and modular head were removed and replaced.